Event description:
It was reported that a malfunction occurred with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the issue reappeared.